Manufacturer narrative:
H4: the lot was manufactured between october 9, 2023 ¿ october 10, 2023. H11: the actual device and two photographs of the sample were received for evaluation. A visual inspection was performed on the photo samples, and a clear crystal-like particle in the solution was observed. A visual inspection was performed on the device, and no particulate matter was observed. The reported condition was verified in the photographic samples. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small clear plastic-like particle was observed in an exactamix 500 ml eva tpn bag. This was observed during the visual inspection of the finished product. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6) should additional relevant information become available, a supplemental report will be submitted.